Event description:
It was reported that the cause of the driveline faults and pump stops were identified. The issues resolved with the driveline repair and no additional treatment was needed. The patient was doing well and had no symptoms.

Manufacturer narrative:
Incidental findings: cosmetic damage to the terminus of the metal connector bend relief. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline fault alarms, low speed events, and pump stops captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and found that the brown wire produced an open circuit. All remaining wires passed continuity testing. Upon removal of the silicone jacket, the bionate cover was found to be discolored but showed no signs of damage. Fraying and severe breakdown in the metal braided shield were observed along the length of the driveline. Visual inspection of the wires confirmed a complete fracture in the brown wire approximately 14.5¿ from the metal connector. Further inspection of the remaining wires revealed a partial fracture in the red wire approximately 14.5¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Visual inspection of the remaining dl wire portions revealed no evidence of obvious damage to the wires or the underlying conductors. Following the visual inspection, additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal additional partial or total fractures of the conductors; however, the remaining portions of the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured brown wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. If the exposed conductors of the brown and red wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the brown and red wires contacted the braided shield simultaneously or if the exposed conductors from the two wires contacted each other while the patient was connected to battery power. The account reported that the alarms and pump stops resolved with the driveline repair. No additional treatment was needed, and the patient was reportedly doing well with no symptoms. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jun2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean. Wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has been having frequent driveline fault alarms and two pump stops in the 24 hours prior to date of event. The log file review confirmed the driveline fault events that began on (B)(6) 2021. The events continued intermittently throughout the remainder of the log file. The log file also captured speed drops below the low speed limit and pump stops on (B)(6) 2021 and (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. The issues occurred on both the power module and batteries. A driveline evaluation and repair was done on 20feb2021. It was found that the brown wire in phase b was broken when the phase interrupter test was ran. There was also some dried material found in the driveline after the white silastic sleeve was removed. The splice was started approximately 3.5 inches from the exit site. There were no immediate alarms after the repair when the patient was tethered to the regular grounded cable.